Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is not removing the cartridge air. Tandem clinical support informed customer that not removing cartridge air, is off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level.